Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the reservoir. The customer reported that the plunger was stuck in the reservoir. The customer reported that the insulin dripped out and did not go into the cartridge after pulling out the plunger. The customer's blood glucose was unknown at the time of incident. The customer was unable to troubleshoot for the leaks at the time of call. The reservoir will not be returned for analysis.